Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was transplanted (MFR # 2916596-2023-08544). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection along with pain and erythema along the driveline exit site. Driveline exit site wound cultures were taken on (B)(6) 2023 and were positive for pseudomonas. The patient was treated with long term intravenous zerbaxa and the infection did not resolve.